Event description:
Physician was using a gel mark ultra post-biopsy. She attempted to pull the applicator out of the biopsy probe (mammotome) and met resistance. When applicator was removed, she noted that the tip had sheared off. Since tip could not be found in mammotome bowl, it is presumed to be in the pt's breast. There were no pt adverse effects.